Event description:
It was reported that there was an occlusion. The customer stated that when they were changing the infusion set the insulin pump alarmed no delivery. The customer's blood glucose was 115 mg/dl. The customer stated that they changed six reservoirs and infusion sets, done troubleshooting, but the issue was not resolved. The customer stated that they believe the problematic reservoirs and infusion sets were all from the same lot number. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.